Event description:
The surgeon reported that a li61aor lens was inserted and removed from the pt's right eye on (B)(6) 2011, due to a bent haptic that was noticed by the surgeon during the lens insertion. The incision was enlarged, the lens was removed, and another iol of the same model and diopter was successfully implanted. Reference MDR #1119279-2011-00160 for the delivery device.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a DHR review or device eval could not be performed. Based on the info available, the root cause of the event cannot be determined.